Event description:
The customer reported the ventilator failed pre-use testing due a check valve leak. There was no patient involvment. The manufacturers service technician reported during checkout the unit failed the crossover circuit test which verified the customer reported problem. The service technician evaluated the air system check valve and reported it had moved out of place. The service technician replaced the check valve to address the finding. Performance verification testing was completed and passed to operating specification.

Manufacturer narrative:
Check valve.